Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the smoke evacuation was not working. Technical support was informed that the insufflator had disabled smoke evacuation and was prompting the team to restart. It was also reported that pneumoperitoneum was temporarily lost but then restored, and that the procedure was continued while using laparoscopic suction to manage smoke, with a plan to reboot the system after the procedure. The customer reported event has no report of patient injury.